Manufacturer narrative:
Immucor technical support used a remote electronic connection method on 29jul2017 to assess test well images in question. Three (3) expectedly positive test wells were visually negative. The immucor laboratory tested retention product on (B)(6)2017, which performed as expected.

Event description:
On (B)(6)2017, a customer site reported an unexpected negative antibody identification when using capture-r ready-ID when used on a galileo echo instrument.